Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noise on all three channels due to electromagnetic interference (emi). Additionally, it was noted that pacing impedances have gradually increased to 550 ohms and was 350 ohms however, are still within range on the non-boston scientific right ventricular (rv) lead. The patient will be evaluated in the clinic and they will perform troubleshooting. At this time, the ICD system and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).